Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during pre-use inspection in the renal department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 was reproduced. A review of the event history log revealed multiple 'system error 345' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.